Manufacturer narrative:
Concomitant medical products: 4194 lead, implanted (B)(6) 2011, 4076 lead implanted (B)(6) 2011. Product event summary : performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. The partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and an inappropriate shock due to a right ventricular lead fracture of the inner conductor. There was noise on the electrogram (egm) and the pacing impedance was greater than 3000 ohms. A lead integrity alert was triggered. Therapies were programmed off when venous access could not initially be gained, and then the lead was explanted and replaced. During the lead revision procedure, it was noted the helix could not be retracted. No further patient complications have been reported as a result of this event.